Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. The reported event was confirmed by review of pictures. No product was returned. A visual inspection was conducted on the customer provided pictures. The pictures show signs of use including marking on the plates as well as what appears to be blood on the plate surface. Further inspection shows that the two pictured plates have both fractured. The complaint is confirmed. The device history record was not reviewed as lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately 1 year post implantation due to plate fracture and instability of the maxilla. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 2.0/.6mm dbl 4mm lefrt plt rt cat# sp-3169 lot# unk. The device will be returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.